Manufacturer narrative:
Bd has not been provided with photos or samples for catalog 301942 lot 1811193 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. DHR showed no indication of the alleged defect.

Event description:
It was reported that the bd¿ syringe tube broke during the dosing process. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe tube was broken during the dosing process"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe tube broke during the dosing process. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe tube was broken during the dosing process."